Event description:
This is a report of a home patient that experienced a damaged homechoice cassette. This occurred during the prime phase of peritoneal dialysis therapy. The patient was not connected. The technical services representative assisted the patient the end therapy. The patient would complete therapy by starting over with all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Clamp function testing and clear passage testing were performed with no issues noted. Visual inspection (using a microscope) and leak testing were performed and both identified damage to the tubing (at the patient line tubing to connector) which resulted in a leak. The reported condition was verified as the tubing was found to be melted, which is where the leak came from. The cause of the condition was determined to be a manufacturing issue based on the type of damage found. The rf seal appeared to have melted the tubing during manufacturing of the device. When the damaged tubing was removed and replaced with lab tubing/connector, the sample ran on homechoice machine with no problems. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.